Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges pain , elevated metal ions, soft tissue tumor as revealed by MRI consistent with alval, metal stained dark fluid and scarring, profound metallosis, bony disruption,metal stained debris, bone loss, muscle damage, trunnionosis, migraine headaches , anxiety and ptsd . After review of medical records for MDR reportability, patient was revised to address severe metallosis. Operative findings reported of metal stained dark fluid, profound metallosis, anterior lateral approach as unhealed , filled with metal debris, meal stained bone, lateral femoral bone loss, trunnionosis, metal stained tissue and scarring. MRI showed a large fluid collection. Laboratory results for metal ions were above 7( no unit provided). Doi: (B)(6) 2008; dor: (B)(6) 2016; (left hip).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.